Event description:
Patient self tester's wife reports discrepant results with meter. (B)(6) 2010: inratio 2.8. (B)(6) 2010: inratio 2.1; md's inratio 3.4 (md test approximately 5 minutes later). (B)(6) 2010: inratio 2.8 (approximately 1 hr after md result).

Manufacturer narrative:
Investigation pending.